Event description:
The scalpel is cutting jagged, basically tearing a vein. The doctors have changed to another brand.

Manufacturer narrative:
Describe event or problem: the scalpel is cutting jagged, basically tearing a vein. The doctors have changed to another brand. Deroyal: the investigation into the root cause is in process. The reported device has not been returned at this time. There have been no similar complaints filed for this product line prior to this customer filing three reports on this issue.